Event description:
Reportedly, the surgeon tried to approximate the tissue but the handle locked completely. Used another device to complete the case. No patient injury. Procedure: lobectomy. Patient sex: unk

Manufacturer narrative:
09/28/2004 initial report sent to FDA. The lot number of this instrument was included in the voluntary recall issued in 2004. The reported failure of this instrument was attributed to a dimensional discrepancy of the frames. The instrument did cycle properly which indicates the torsion spring was properly assembled. The voluntary recall was in response to a condition in which the device may clamp and fire without the staples being formed into tissue.